Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilation catheter interacted with the patient¿s heavily calcified, mildly tortuous, and 90% stenosed lesion, resulting in difficulty during advancement. Additionally, it was reported that the balloon ruptured during inflation. It is possible that interaction between the balloon and the patient¿s heavily calcified lesion compromised the balloons integrity, contributing to the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified de novo left anterior descending artery that was 90% stenosed. Preparation was performed per the instructions for use without issue. Reportedly, the 2.50x12 mm trek balloon was used for post-dilatation, but the balloon ruptured during the first inflation at 10 atmospheres. There was resistance during advancement with the anatomy. Another balloon was used to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.